Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading between 60 and 65 mg/dl and the insulin pump would alarm threshold suspend at night but his blood glucose would be around 180 and 200 mg/dl. Customer is no longer wearing the sensors. Customer stated he has noticed some bent sensor cannulas. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.